Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was found to not be functioning normally. According to the report, the device was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure flow and preimplantation testing. However it did not meet the requirements for reflux testing. Proteinaceous debris was observed in the interior and on the exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve did not meet the requirements for leak testing due to a tear noted in the top of the delta chamber. It is unknown how or when this damage occurred. The instructions for use also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Additional device information: it was later reported that the device was found to be overdraining. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.